Manufacturer narrative:
The device remains deployed and would not be returned for evaluation. Per the instructions for use (IFU), heart failure is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Heart failure is when the heart is unable to pump sufficiently to maintain blood flow to meet the body's needs. Signs and symptoms commonly include shortness of breath, excessive tiredness, and leg swelling. The shortness of breath is usually worse with exercise, while lying down, and may wake the person at night. A limited ability to exercise is also a common feature. Chest pain, including angina, does not typically occur due to heart failure. Common causes of heart failure include coronary artery disease including a previous myocardial infarction (heart attack), high blood pressure, atrial fibrillation, valvular heart disease, excess alcohol use, infection, and cardiomyopathy of an unknown cause. These cause heart failure by changing either the structure or the functioning of the heart. There are two main types of heart failure: heart failure due to left ventricular dysfunction and heart failure with normal ejection fraction depending on whether the ability of the left ventricle to contract is affected, or the heart's ability to relax. The severity of the disease is usually graded by the degree of problems with exercise. Heart failure is not the same as myocardial infarction or cardiac arrest. Other diseases that may have symptoms similar to heart failure include obesity, kidney failure, liver problems, anemia, and thyroid disease. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as no patient or procedural factors were provided, however may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control.

Event description:
As reported by our affiliates in (B)(6), through the (B)(6) reporting system, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 valve in the native aortic position. After two (2) and a half month post tavr, the patient was admitted to a hospital and received some treatment (possibly medication) due to worsening congestive heart failure. Outcome was determined "remission" 19 days later. Per medical opinion, it was unknown if this serious injury was related to edwards's device and/or tavr.